Manufacturer narrative:
The customer provided an additional 2 questionable comparisons between the coaguchek xs meter and the unknown laboratory method. Comparison #3 on (B)(6) 2019 the meter result was 2.9 inr and the laboratory result was 1.8 inr. Comparison #4 on (B)(6) 2019 the meter result was 2.8 inr and the laboratory result was 1.8 inr.

Manufacturer narrative:
Relevant retention test strips (lot 393935) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The customer¿s strips were requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. The investigation did not identify a product problem. The cause of the event could not be determined. Occupation: occupation ni equals lay user / patient. The event occurred in (B)(6).

Event description:
The initial reporter complained of two occurrences of questionable inr results from a coaguchek xs meter serial number (B)(4) compared to an unknown laboratory method. Comparison #1: the laboratory result was 1.98 inr and the meter result was 3.2 inr. The results were obtained within 3 hours of each other. Comparison #2: the laboratory result was 2 inr and the meter result was 3.2 inr. The results were obtained within 3 hours of each other. Both comparisons were from the same patient. The results in question were reported to the customer's physician.